Event description:
A malfunction alarm with code malf 12 was reported, but no significant events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and to report if any future malfunctions occur.